Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and an evaluation of the returned device. The bag was attached to the metal ring of instrument one. The device was intact and not deployed. Instruments two and three were deployed, and the bag was disengaged and not returned for each. Each plunger and metal ring advanced and retracted properly. For instrument one,the bag deployed, and cinched properly. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the surgeon had two of the 10mm endocatch bags break/tear.